Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To address the issue, technical support instructed the caller to take several troubleshooting steps, including disconnecting the tubing and delivering boluses while being informed that the insulin on board would be affected. The customer was advised to replace supplies as necessary and resume insulin.